Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: patient (pt) reports that they have an axonics device and they are dissatisfied with it and want to consider switching to (B)(6). The caller inquired about indications. Reviewed. Reviewed trial info. The caller asked to speak with a manufacturer representative (rep). Emailed field staff. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).